Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd ¿ 338962 of deviations in the populations in ivd results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17sep2019 to date 17sep2020. Complaint trend: there are 3 complaints related to erroneous results from the ivd populations; pr# (B)(4). Date range from 17sep2019 to date 17sep2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer¿s deviations in the populations of their results was due to an improper preparation of the samples. This was confirmed by both the tsr (technical support representative) and customer. Not parts were replaced nor returned for evaluation. No engineer was needed to be onsite and the instrument was performing as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. The customer identified and confirmed that the patient sample were incorrectly prepared by the lab technician after observing unexpected results. Tests were repeated with no further issues. No patient was treated nor harmed from incorrect results. The instrument was performing as expected and the safety risk is moderate, s3, as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 28jun2016. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - deviation of populations. Problem description: deviation of populations. Everything is ugly. Work performed: poor prepartion of the tube by the technician (inversion of lyse and fix). The results were not communicated to the doctor. Cause: bad prepartion of the tube by the technician. Solution: bad prepartion of the tube by the technician. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 100264ra, rev. 06/vers. F, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes /no. ID: 3.2.4, hazard: mixed up results, cause: potential tube mix up, harmful effects: inaccurate results, risk controls: n/a, implementation verification: na, effectiveness verification: na, probability: 1, severity: 3, risk index: 3, residual risk evaluation: acceptable, new hazards: no. Mitigation(s) sufficient: yes/ no. Root cause: based on the investigation results the root cause was due to improper preparation of samples. Conclusion: based on the investigation results, the root cause of the customer seeing deviations on the populations from their results on the facscanto ii instrument was due to an improper preparation of samples. The tsr confirmed the issue with the customer and verified the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that during use with a bd facscanto¿ ii there was a deviation in populations with patient samples. Results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: deviation of populations. Additionally, the customer provided the following additional information: bad preparation of the tube by the technician.poor preparation of the tube by the technician (inversion of lyse and fix). The results were not communicated to the doctor.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii there was a deviation in populations with patient samples. Results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: deviation of populations. Additionally, the customer provided the following additional information: bad preparation of the tube by the technician. Poor preparation of the tube by the technician (inversion of lyse and fix). The results were not communicated to the doctor.